Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on an e602 analyzer. This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was stated that the initial results at the customer site are automatically reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 152267, with an expiration date of may 2017. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 152267, with an expiration date of may 2017. A specific root cause could not be determined based on the provided information. There was not enough sample volume remaining for further investigation. A general reagent issue could not be detected. A biological component may be present in the sample that would interact differently with the assay components during the pre-wash procedure. The customer's e602 analyzer and the e170 analyzer use the pre-wash procedure. The e411 analyzer does not use the pre-wash procedure, so this may result in discrepant results when compared to the analyzers using the pre-wash procedure.